Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report an update to the investigation performed on the returned device. [Conclusion]: the healthcare professional reported that during the embolization procedure with the target aneurysm at the m1 segment of the middle cerebral artery (mca), the 95cm cerebase da guide sheath (gs9095sd / 30414256) has been placed in the petrous segment of the internal carotid artery (ica), the physician tried to tighten the valve on the cerebase to prevent backflow of contrast material during injection, and the valve broke. It was reported that the valve broke before the injection of contrast. There was nothing unusual noted about the system prior to use. The device was prepped in accordance with the instructions for use (IFU). The reported issue resulted in an approximate 5-minute delay, the time it took to change the valve. The procedure was successfully completed. There was no report of any patient adverse event or complication. The complaint device was returned and received for evaluation and analysis. The visual inspection finding is documented below. Investigation summary: a non-sterile hemostasis valve with side port tubing (cerebase) was returned and received for analysis. The returned device underwent visual inspection. It was observed that the valve is broken; it is separated in two or more pieces. No other additional damage nor anomalies were observed. After further analysis with the r&d team, it was noted that what was initially reported as a broken valve was actually a separation between two component parts of the device. During the evaluation, it was observed that the complaint device was able to be put back together. The analysis and evaluation of the complaint device was re-reviewed with the r&d team; it was determined that if an over-torque was applied to the rotating hemostasis valve (rhv) onto another luer, it can separate. If the rhv is separated the first time, it can be snapped back together, but then it will take less torque to separate a second time. A review of the manufacturing documentation associated with this lot (30414256) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that the physician was attempting to tighten the valve on the cerebase device to prevent backflow of contrast material during injection, but the valve broke before the contrast injection. The hemostasis valve with side port tubing (cerebase) was visually inspected and during an analysis with the r&d team, it was noted that what was initially reported as broken was actually a separation between two component parts of the device. During the evaluation, it was observed that the device was able to be put together. Based on the condition of the returned complaint device, the analysis and evaluation were re-reviewed with the r&d team and it was determined that if an over-torque was applied to the rhv onto another luer it can separate. If the rhv is separated the first time, it can be snapped back together, but then it will take less torque to separate a second time. A manufacturing record review was performed. There is no indication that the event is related to the device manufacturing process. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following precaution: do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03 march 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the embolization procedure with the target aneurysm at the m1 segment of the middle cerebral artery (mca), the 95cm cerebase da guide sheath (gs9095sd / 30414256) has been placed in the petrous segment of the internal carotid artery (ica), the physician tried to tighten the valve on the cerebase to prevent backflow of contrast material during injection, and the valve broke. It was reported that the valve broke before the injection of contrast. There was nothing unusual noted about the system prior to use. The device was prepped in accordance with the instructions for use (IFU). The reported issue resulted in an approximate 5-minute delay, the time it took to change the valve. The procedure was successfully completed. There was no report of any patient adverse event or complication. The complaint device was returned and received for evaluation and analysis. The visual inspection finding is documented below. Investigation summary: a non-sterile hemostasis valve with side port tubing (cerebase) was returned and received for analysis. The returned device underwent visual inspection. It was observed that the valve is broken; it is separated in two or more pieces. No other additional damage nor anomalies were observed. The returned device underwent only visual inspection in the product analysis lab. Further investigation will be performed by the supplier / original equipment manufacturer (OEM). A review of the manufacturing documentation associated with this lot (30414256) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that the physician was attempting to tighten the valve on the cerebase device to prevent backflow of contrast material during injection, but the valve broke before the contrast injection. The complaint device underwent visual inspection and it was confirmed that the device is in broken condition. Further investigation will be performed by the original equipment manufacturer in order to determine the possible root cause of the reported issue. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the investigation conclusions code of ¿cause not establish¿ was used as the exact cause of the broken condition of the returned complaint device has not been determined. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (30414256) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the embolization procedure with the target aneurysm at the m1 segment of the middle cerebral artery (mca), the 95cm cerebase da guide sheath (gs9095sd / 30414256) has been placed in the petrous segment of the internal carotid artery (ica), the physician tried to tighten the valve on the cerebase to prevent backflow of contrast material during injection, and the valve broke. It was reported that the valve broke before the injection of contrast. There was nothing unusual noted about the system prior to use. The device was prepped in accordance with the instructions for use (IFU). The reported issue resulted in an approximate 5-minute delay, the time it took to change the valve. The procedure was successfully completed. There was no report of any patient adverse event or complication.